Manufacturer narrative:
Three opened and used reservoirs were inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-62188.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels. The customer's blood glucose was 509 mg/dl. The customer's mother stated that the customer had experienced bent cannulas in the past. The customer was treated with insulin pump therapy and manual injections for her high blood glucose. While troubleshooting, the customer's mother stated the drive support cap appeared normal and the insulin pump passed the self test. The customer was advised that replacement supplies would be sent. The customer agreed to return the product for analysis.